Manufacturer narrative:
Evaluation summary: a complete lead was returned in one piece for analysis. Electrical testing was performed with no indication of conductor fractures or internal shorts found. Visual inspection of the lead revealed severe lead body damage consistent with clavicular crush forces breaching all cables lumens and exposing the inner coil. All other damages were consistent with that occurring at time of explant.the results of the investigation concluded the inappropriate high voltage therapy and insulation abrasion were due to the exposure of the inner coil of the clavicular crush region.

Manufacturer narrative:
(B)(4.)

Event description:
During follow-up, noise and inappropriate high voltage output was noted in the right ventricular lead. The lead was explanted and during the replacement procedure, abrasion of the lead body was observed. The patient is in stable condition.